Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was also observed that device emitted an unusual sound, was running rough (vibration) and the driveshaft was broken. It was determined that the broken drive shaft caused the noise and vibration. It was determined that this type of damage was indicative excessive force used during use. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device made a louder higher pitched sound than normal and felt like there was not enough power or rotations per minute (rpm) behind the device. The reporter stated that the user called for another device, but continued using the actual device. It was reported that the device did seem to regain power when the speed control was switched, however the high-pitched sound was still observed. It was reported a spare device was available at the end of the procedure. However, the surgical procedure was completed with the actual device. It was unknown if there were any delays to the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as dec 18, 2017 in the initial report. It has been updated as dec 12, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.